Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and weakness. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 07-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. No medical intervention since the last call had been required, however, status of customer's condition had not been disclosed. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from non-fasting back to back blood tests of 211 and 174 mg/dl and of 169, 127 and 142 mg/dl. The customers expected am fasting blood glucose test result is 110 mg/dl. At the time of the call, the customer reported symptoms of headache and feeling weak; medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer and produced test results of 170 mg/dl and 185 mg/dl pm fasting using truemetrix air meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 02/28/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).